Manufacturer narrative:
Report is being submitted by the MFR after routine review of a field event. The review of a device's internal history record identified that during a rescue attempt on (B)(6) 2010, the pt was in ventricular fibrillation, however, the device did not deliver a shock due to poor pt connection. Typically, a shock is indicated in this situation, unless there is interference or poor pad contact. The end customer reports that while assessing the pt they shook the pt and touched the defibrillation electrodes while the device was operating. To rule out any possibly of device malfunction, the return of the AED has been requested to assist further with the investigation. No conclusion can be made at this time and the investigation remains open.

Event description:
Report is being submitted by the MFR after routine review of a field event. The review of a device's internal history record identified that during a rescue attempt on (B)(6) 2010, the pt was in ventricular fibrillation, however, the device did not deliver a shock due to poor pt connection.